Event description:
It was reported that the customer was admitted to the hospital on (B)(6) 2024 due to an elevated blood glucose (bg) level (over 720 mmol/l). While in the hospital, the customer was treated with intravenous saline and insulin. The customer was released on (B)(6) 2024 with no permanent damage. Reportedly, the pump had shut down unexpectedly.